Manufacturer narrative:
Please find the results of our investigation below: we have now concluded our investigation into this report of a versajet ii console reported hand piece not locking into console. One versajet ii console was received and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Complaint of hand piece not locking into console was confirmed, hand piece could not be turned to locking position. The user interface chamber jammed due to corrosion. Following the complaint assessment, the unit was sent to our service and repair centre to await further instructions on the repair status/fate of the device. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
We have now concluded our investigation into this report of a versajet ii console reported hand piece not locking into console. One versajet ii console was received and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Complaint of hand piece not locking into console was confirmed, hand piece could not be turned to locking position. The user interface chamber jammed due to corrosion. Following the complaint assessment, the unit was sent to our service and repair centre to await further instructions on the repair status/fate of the device. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device did not work properly, it was unable to attach handpiece to console. There was no patient involvement.